Event description:
It was reported that the subject device power button was stuck on the 'on' position. The event occurred during a diagnostic endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main power switch faulty. A root cause could not be identified. Based on the results of the investigation, it is likely the main power switch was faulty leading it to stuck in on position. The most probable cause of the faulty main power switch was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.